Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.5, retest inratio: 3.6, lab: 2.5. Pt's target therapeutic range is 2.0 - 3.0. Results done within an hour of each other.

Manufacturer narrative:
Pt was on prednisone. Per product user guide, "certain prescription drugs and over-the-counter medications (eg antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt has melanoma. Pt's current health and medication may affect coagulation test and lead to unexpected inr or errors in testing. Customer is using the second drop of blood for testing. This may also affect coagulation test and lead to unexpected inr or errors in testing. The first drop should be used. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.5 inr, reference: 2.5 inr, mean: 3.0, confidence limits: 1.8 - 4.2; (B)(6) 2011, 3.6 inr, 2.5 inr, 3.05, 1.8 - 4.2. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 3.5, 2nd inr: 3.6, mean: 3.55, sd: 0.07, %cv: 1.99. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests revealed that test results comparison met precision criteria. Analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Pt's condition and medication may have contributed to unexpected results. No product was expected to be returned. Retained strip test (7/11/2011) results comparison met accuracy criteria. (B)(4). Action threshold (B)(4) has reached. From 8/19/2010 to 7/6/2011, there have been 9 therapeutic and 3 normal donor sample tests performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.